Event description:
Patient initially called the manufacturer's hotline to say his pump was beeping and reading "end". Infusion scheduled to end the next day. Clinic notified walkmed the pump was programmed incorrectly. No adverse event for the patient.